Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. In addition, it was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 275 mg/dl. It was also reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy.